Event description:
It was reported that pump experienced malfunction alarm with code 16 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised return of malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.